Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the unspecified bd nexiva¿ closed IV catheter the stylet would not come apart from the catheter.

Manufacturer narrative:
Investigation: DHR for lot number 7300661 was reviewed and no qn related to this batch were documented, during the DHR review was verified the quality control plan for different operations where we inspect the condition of damage components and no issues were detected during manufacturing operation. During the samples evaluation 4 samples related to this batch were activate correctly, only the defect was detected in the actual sample, on this sample were reviewed the washer, tip shield, catheter adapter and cannula components, the washer does not show any condition that could generate this defect, the tip shield component assembled show the correct component and the catheter no damage defects were found, when the cannula was remove from the device, this showed a little bump which make it had a difficult activation or stuck. As part of the investigation were reviewed previous manufacturing processes and it was determinate that this defect can be produce during the canula lube process. In order to mitigate this potential of failure the ccn18-074 was implemented to avoid that the automatic screwdriver can be go into the cannulas area and hit them.

Event description:
It was reported that during use of the unspecified bd nexiva¿ closed IV catheter the stylet would not come apart from the catheter.